Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A visual examination found no damage to the tip or blades. As part of the device analysis, the returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified medium that was present within the balloon and inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the solidified medium before further inflation attempts were made. The device was removed from the bath and the balloon was again attached to an inflation device and subjected to positive pressure. When positive pressure was applied, liquid was observed to be leaking from a balloon pinhole at the distal edge of the proximal markerband. A visual and tactile examination of the hypotube shaft found no kinks along the hypotube shaft. A visual and tactile examination of the polymer shaft extrusion found no kinks or damage to the extrusion shaft. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 3.4 mm in length target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery (lad). A 10/3.00 flextome¿ cutting balloon¿ was used for dilatation. During the procedure, the device encountered resistance upon insertion. Eventually, the physician was able to insert the device inside the patient's body; however, it was noted that the balloon ruptured at 6atm upon first inflation at 3 seconds. Intravenous ultrasonography (ivus) was done and confirmed there was no detachment that occurred. The device was removed from the patient's body and the procedure was completed with a 10/2.75 flextome¿mr. There were no patient complications reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 3.4mm in length target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery (lad). A 10/3.00 flextome¿ cutting balloon¿ was used for dilatation. During the procedure, the device encountered resistance upon insertion. Eventually, the physician was able to insert the device inside the patient's body; however, it was noted that the balloon ruptured at 6atm upon first inflation at 3 seconds. Intravenous ultrasonography (ivus) was done and confirmed there was no detachment that occurred. The device was removed from the patient's body and the procedure was completed with a 10/2.75 flextome¿mr. There were no patient complications reported.